Manufacturer narrative:
Sample has not been returned to argon. Customer information was not provided to follow-up regarding additional information or sample status. This event is being investigated by argon and a follow-up report will be submitted upon investigation completion and when new information becomes available.

Event description:
Patient undergoing outpatient lung biopsy. During the second biopsy, the device made a strange sound. Device was removed and found to be broken. The locking mechanism would not function and was broke away from it's usual location per operating md. Post procedure CT scan showed a pericardial effusion requiring placement of a pericardial drain. Pt was stabilized and admitted for monitoring.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
Patient undergoing outpatient lung biopsy. During the second biopsy, the device made a strange sound. Device was removed and found to be broken. The locking mechanism would not function and was broke away from it's usual location per operating md. Post procedure CT scan showed a pericardial effusion requiring placement of a pericardial drain. Pt was stabilized and admitted for monitoring.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.